Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial fibrillation. The device was reprogrammed. The patient condition was stable.